Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 481 mg/dl. The customer was treated with intravenous drip at the hospital. The customer alleged that insulin pump was under delivering insulin. The insulin pump will be and reservoir will not returned for analysis.